Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that there the system did not have line power and could not boot. The fuses were replaced and functionality returned to the system.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the device had no line power to mobile view station (mvs) which caused the device not to boot.